Event description:
It was reported that low sensing, high impedance and high threshold were observed. Echocardiogram revealed lead perforation. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.